Manufacturer narrative:
Per the customer, the instrument had a broken water trap which allowed the clenz reagent to overflow into the compressor that was replaced during servicing. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 500 instrument leaked coulter clenz reagent after the hmx autoloader had a software lock up. Approximately one (1) liter of clenz reagent leaked onto the counter and into the instrument compressor. No death, injury, or change to patient treatment was associated with this event. There was no exposure to mucous membranes or open lesions (eyes, nose, or mouth). No medical treatment was sought out by the operator.